Event description:
Shortly after implant of the trial, leads low impedances were observed. The surgeon believed the pt's dura may have been punctured during implant. The pt is reportedly doing well.

Manufacturer narrative:
The lead will not be returned for eval.